Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven months of post deployment, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. The bard filter retrieval cone was advanced over sheath and used to grasp the top of the filter. The filter was slightly tilted to the patient's left. Therefore, an amplatz wire was placed to the left of the filter. This allowed to straighten out the filter, and the cone was then advanced over the top of the filter. The filter was grasped with the retrieval cone. However, the filter struts were noted to be well embedded into the wall of the inferior vena cava. However, one of the struts on the right side of the filter fractured during advancement of the sheath. The remainder of the filter was removed successfully. Contrast injection showed that the fractured strut was well embedded into the wall of the inferior vena cava without projection into the lumen. Therefore, the decision was made to leave this strut in place. Therefore, the investigation is confirmed for the filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 05/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with multi-trauma. At some time post filter deployment, it was alleged that the filter struts detached. The device has been removed percutaneously. The current status of the patient is unknown.